Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported that a malfunction alarm occurred after the pump ws submerged in water. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.